Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted by 10% while connected to a power source. The battery gauge later jumped from 90% to 100% while not connected to a power source. The customer's blood glucose level was no impacted. Reportedly the customer will continue to use the pump for insulin therapy